Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The peritonitis was manifested by abdominal pain. On the same day as the event onset, the patient was hospitalized for peritonitis. Unknown treatment was provided for the event of peritonitis. On an unknown date during hospitalization, the pd therapy was discontinued and the patient was to start hemodialysis. Recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.